Event description:
Caller reported an issue with the incorrect time on a pump, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level. Technical support assisted by updating the pump's time and advised the caller to monitor and follow up if the time discrepancy reoccurred, which the caller acknowledged and understood.